Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle did not retract when the push button was activated on a bd insyte¿ autoguard¿ shielded IV catheter. This occurred with two different registered nurses on two different days. Both nurses sustained a needle stick. The nurses reported to occupational health. There was no additional information regarding treatment or medical intervention.

Manufacturer narrative:
No samples displaying the condition reported were available for examination. We were unable to fully investigate this incident. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Investigation conclusion: relationship of device to the reported incident: indeterminate - units not provided for investigation of the incident stated in the pr; therefore definite root cause was not established.